Event description:
The customer reported that the device showed a red x and a message stating that the device was shutting down. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.